Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.

Event description:
The dealer stated that the tire is coming off of the rim on the right side sitting in the chair.